Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 20 mg/ml; 1.199 mg/day and dilaudid 20 mg/ml;1.199 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported that on (B)(6) 2018 the pump was adjusted at the clinic and the pump was refilled. Per the print out there was a 20% increase. It was unknown if there was a concentration change made without programming a bridge bolus (bb). The patient presented to the emergency department (ed) last night ((B)(6) 2018) in respiratory failure. Narcan has been administered every two hours. The hcp requested a representative so the pump settings can be decreased. The managing physician was contacted. The managing physician called into the ed on (B)(6) 2018 to get an update on the patient¿s condition. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-16, additional information was received from the patient's husband. The reported stated that the patient was "terrified of the pump now" and stated that the last time the healthcare professional (hcp) filled the patient's pump, he overdosed her. The reporter stated that "he spilled a bunch into her body". The reporter then went on to stated that the hcp "put in 20 cc", the patient left the appointment and went to the hospital where they discovered "1cc missing that was not in the pump". The reporter stated that the patient spent 4 days in the hospital.